Event description:
Boston scientific received information that this device reached end of life (eol) by charge time. The patient required a shock and it took over 30 seconds to deliver and the patient fell down, the field representative was unable to determine ID the patient was ever syncopal. The patient was admitted to the hospital and will have a device change out in two days. The physician stated that the patient was noncompliant because they missed their last year's device check. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was successfully explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, a detailed analysis was completed. Analysis found the device counter and therapy history revealed that the device was able to deliver therapy prior to explant. The device was put through and passed a series of automated diagnostic testing. The device meets specification for normal battery depletion.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.